Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system troubleshooting. (B)(4).

Event description:
The customer reported hemoglobin and hematocrit (h&h) check failures and approximately six milliliters of fluid leaked outside the instrument from a tubing that had disconnected from connection # 3 on the center pad of the blood sampling valve (bsv) involving the coulter lh 750 hematology analyzer. The customer reattached the tubing, cleaned the bsv and resolved the issue. The customer was advised to reanalyze the affected patient sample for result accuracy. No erroneous results were generated, and there was no patient impact. The customer was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat did not have direct contact with the fluid. There was no operator injury or adverse effect associated with this event. The facility has an exposure control or risk management plan in place. The instrument was returned to normal operation.